Manufacturer narrative:
Omsc replaced the ap circuit board in the subject otv-s190 with the ap circuit board owned by omsc. The phenomenon was solved. Also, the endoscopic image was not displayed when omsc installed the ap circuit board of the subject otv-s190 to the otv-s190 owned by omsc. The ap circuit board has the function of performing the signal processing input from the endoscope and sending the signal to the circuit board that performs video signal processing. Omsc confirmed the ap circuit board of the subject otv-s190 and found the following: there was the dust adhered to the ap circuit board. Although omsc installed the ap circuit board to the subject otv-s190 after eliminated the dust in the ap circuit board, the endoscopic image was not displayed. Based on these investigations, omsc surmised this phenomenon occurred by the following: the electrical circuit (e.g. Between terminal of parts) of the ap circuit board short-circuited due to the dust adhered to the ap circuit board. The signal from the endoscope was not processed normally because the ap circuit board was damaged by short-circuit. There were no further details provided. If significant additional information is found, this report will be supplemented.

Manufacturer narrative:
Omsc sent the subject otv-s190 to the repair department of olympus for the replacement of the ap circuit board of the subject otv-s190. Omsc was reported from the member of the repair department of olympus as below. Although the ap circuit board of the subject otv-s190 was replaced, this phenomenon was not solved. Omsc will investigate the subject otv-s190 again. There were no further details provided. If significant additional information is found, this report will be supplemented.

Manufacturer narrative:
Omsc investigated the subject otv-s190 again. Omsc performed the following with the subject otv-s190 mounted the ap circuit board owned by omsc. Omsc connected the ch-s190-xz-e owned by omsc to the subject otv-s190. Omsc confirmed that the image was displayed but it had bluish. Omsc connected the otv-s7proh-hd-12e owned by omsc to the subject otv-s190. Omsc confirmed that the image was not displayed. The image was displayed after omsc replaced the ap circuit board and the dp circuit board in the subject otv-s190 with the ap circuit board and the dp circuit board owned by omsc. Omsc also confirmed that there was the dust adhered to the dp circuit board and the fan of the power unit near the dp circuit board like the ap circuit board. Dp circuit board has the function of performing the video signal processing from the each endoscope. Based on these investigation results, omsc surmised this phenomenon might have been occurred by the following: the electrical circuit (e.g. Between terminals of parts) of the ap circuit board and dp circuit board short-circuited due to the dust adhered to the ap circuit board and dp circuit board. Therefore ap circuit board and dp circuit board were damaged. The video signal did not output to the dp circuit board because the video signal from the endoscope was not processed normally due to damaged ap circuit board. Also, the video signal from the ap circuit board was not processed normally due to damaged dp circuit board. As a result, the image disappeared. There were no further details provided. If significant additional information is found, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject otv-s190 was returned to olympus medical systems corp.(omsc) for the evaluation. Omsc checked the subject otv-s190 and found the following. The video signal transmission was tried each of sdi, dvi and composite. The subject otv-s190 was connected the camera head owned by omsc and turned on. However the endoscopic image was not displayed. The color bar was displayed after the subject otv-s190 was turned on without connecting the camera head owned by omsc. Omsc continues to investigate this event. There were no further details provided. If significant additional information is found, this report will be supplemented.

Manufacturer narrative:
The subject otv-s190 will be returned to olympus medical systems corp.(omsc) for the evaluation. Omsc continues to investigate this event. Otv-s190 instruction manual states the corresponding method in case of an abnormality. If significant additional information is found, this report will be supplemented.

Event description:
The subject otv-s190 was used for a laparoscopic cholecystectomy. The endoscopic image disappeared during the procedure. The user performed following however the phenomenon was not solved. -the user rebooted the subject otv-s190. -the user confirmed the connection between the subject otv-s190 and the otv-s7proh-hd-l08e combined with the subject otv-s190. -the user replaced the otv-s7proh-hd-l08e with another otv-s7proh-hd-l08e. The phenomenon was solved after the user replaced the subject otv-s190 with another otv-s190. The user completed the procedure. There was no report of the patient's injury regarding this event.